Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as product was returned and visual examination of the returned product shows wear and device fracture. Device was submitted for further analysis. Analysis determined the fracture surface shows river lines and hackle marks, indicative of the bending overload failure mode; however, the fractured pieces were not returned for investigation as it remains inside the patient. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty the rotation stopper of a bearing trial fractured and was likely retained in the patient¿s body. There is no additional information at this time.